Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. In addition, there were allegations of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response. No medical intervention/treatment was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 10/14/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. In addition, there were allegations of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response. No medical intervention/treatment was reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and did not find particles in air path. During the evaluation, secondary finding was not observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.